Event description:
Hill-rom received a complaint on a vest model 105 airway clearance device alleging a pt had suffered from pain in his back and sides during treatments. On the third day of treatment, he alleged severe back pain requiring assistant to get out of bed. The pt also alleged severe bruising to his left arm which he could determine the cause. The complaint report indicates the pt went to an emergency room after contacting his doctor where a MRI was taken and identified two old and one new compression fractures to his spinal cord. He was treated with steroid injections to relieve alleged back pain but no info was provided regarding treatment of the alleged contusion suffered to his left arm. There were no reports of a device malfunction and it was returned to importer site where it was inspected and determined to operate within its specs.